Event description:
It was reported that there was a plunger error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was chipped and cracked. The bottom case was damaged. During inspection, the reported problem was duplicated. The root cause of the reported issue was found to be the timing plates in the plunger head were not set properly by the customer. Reset timing plates in the plunger head. UDI is unknown. No product information has been provided to date.